Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed multiple pump stop events and associated alarms while the device was connected to the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue; however, a specific cause for the interruptions in pump function could not be conclusively determined through the evaluation of the returned driveline segment from heartmate ii lvas, serial number (B)(6). The approximately 17" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing of the driveline as returned did not reveal any discontinuities or shorts. Visual inspection of the silicone jacket and bionate layer was unremarkable. Some wear of the braided shield was observed adjacent to the controller connector and approximately 3¿ from the controller connector. Visual inspection of the driveline did not reveal any damage to the insulation of the underlying wires. The driveline was then submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. This test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a finding that would have contributed to a functional issue. The patient remains ongoing on ventricular assist device (vad) support and no further issues have been reported. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The device history records for the driveline assembly was reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 23may2018. The "pump performance monitoring" section under "patient care and management" in the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. The heartmate ii lvas patient handbook is currently available. This document contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Percutaneous lead only returned. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the account was concerned that the patient may have short-to-shield. X-rays were ordered. The site reported pump stops and low flows. A review of the log file noted 4 pump stops and 20 low speed advisories on (B)(6) 2021. The issues only appeared to be occurring while the pump was connected to the power module. X-rays were provided. The images were unremarkable. A percutaneous lead repair was performed on (B)(6) 2021. The percutaneous lead replacement was performed approximately 4 inches from the exit site. No issues were noted after the patient was back on the grounded patient cable. The alarms had not reoccurred as of (B)(6) 2021. The patient was doing fine.